Event description:
It was reported that during the procedure for treatment of a 95% de novo lesion in the moderately tortuous/calcified proximal right coronary artery (rca), pre-dilatation was performed using a 1.5x8 balloon at 10 atmospheres (atms) via radial access. A 3.0x18 rx xience v stent was deployed at 16 atmospheres and a distal edge dissection occurred. A 3.0x12 rx xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no occurrence of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.